Event description:
It was reported that the patient suffered a fractured humerus as a result of a fall. The fall was reported as probably due to the patient's parkinson's disease and was judged as related to the implantable neurostimulator (ins). The ins settings at the time of the event were: left side: 0 volts, 1309 hz, 60 usec; right side: 2.4 volts, 130 hz, 90 usec. It was noted that the patient's fracture required "osteosynthesis." The patient was admitted to the hospital on (B)(6) 2008 for "metal explantation" (assume ins device explantation). The patient was then discharged from the hospital on (B)(6) 2008. If additional information is obtained, a follow up report will be sent.